Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The purge flow rate had dropped by half since the start of support, to below 5ml/hr. The decrease in purge flow rate became noticeable on september 24th, so a pump replacement was performed, even though no alarm was sounded. There was no patient injury.